Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was attempted multiple times; however, the issue remains unresolved. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the entire system was explanted.